Manufacturer narrative:
The device was received for evaluation. Evaluation revealed a black screen while the pump was on. The ui to fp flex cable connection was inspected; cable is properly seated on the connectors. The device was testing using a known good front panel assembly, and the issue was not resolved. The device was then tested using a known good ui pcba; the ui pcba was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective ui pcba. The ui pcba will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a black screen. This occurred during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.